Event description:
The customer's grandmother reported via phone call that the customer had recently been hospitalized twice due to high blood glucose levels. Blood glucose level at the time of the emergency room visit was over 670 mg/dl. Caller stated that the customer was in a state of diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. Customer's grandmother was unable to troubleshoot as she did not have access to the device at the time of the call. The device will not be replaced or returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.